Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ring that attached to the red locking mechanism which was broken. A field service engineer replaced round clip plunger on solenoid for matrix drawer 1. Additionally, during preventive maintenance installed one new slide bumper on slide rails for half height drawer 2.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the locking mechanism on drawer 1 was broken. The ring that connects to the red locking mechanism was found to be broken. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.